Event description:
It was reported that the customer experienced a blood glucose (bg) level of 472 mg/dl. Reportedly, the customer was using lyumjev within their pump supplies. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support educated the customer regarding off-label insulin. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.